Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment is damaged and the insulin pump did not deliver insulin after a meal. Blood glucose level was over 190 mg/dl. Customer stated that the reservoir compartment lip is broken off and cannot hold the reservoir. The customer experienced dry mouth and dehydration and treated with manual injection. Blood glucose value at the time of the call was over 122 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.